Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that the basal rates needed to be adjusted. It was indicated that the cause of the event could not be determined by the md. At the time of the call, the customer declined to troubleshoot and has continued to use the pump. No further details.